Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.3 degree celsius and 33.4 degree celsius under load testing with coolant spray on. These temperatures did not exceed requirement. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Cap and head cavities and inner components also looked good with only minor debris.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.